Event description:
A 4.0 mm diameter by 15 mm length driver stent delivery system was inserted for treatment of a lesion located in the circumflex coronary artery. The lesion was not pre-dilated. Vessel tortuosity was moderate with a 90-degree bend and lesion had little calcification. The physician attempted to deliver the driver stent, it was not possible to cross the lesion. It was reported that while the physician was attempting to pull the undeployed stent back into the guide catheter, when a strut may have lifted and he was unable to move the device forward or back. During this attempt to remove the device the stent dislodged from the balloon. The physician unsuccessfully attempted to remove the stent with a snare device. The stent remains in the pt in the abdominal aorta. The lesion was successfully treated with a second driver stent. No additional sequelae were reported and the pt is reported to be fine.